Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with the function or operation of the rack. A cause of the reported event could not be determined. The unit was confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue custom room rack was flickering. No report of injury.